Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked past the stopper of the bd posiflush¿ xs pre-filled flush syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a review of the DHR could not be completed as no lot number was provided in the complaint. There was no returned sample provided from the customer to verify or further investigate the complaint. Based on the investigation, the root cause cannot be determined as posiflush syringes are pre-filled single use syringed intended for flushing. As there was no evidence to verify or further investigate this complaint, a definite cause for the reported incident could not be determined. Posiflush syringes are pre-filled single use syringes which are intended for flushing only, as opposed to conventional syringes. It is likely that the leakage reported was due to the unintended use of the product.

Event description:
It was reported that blood leaked past the stopper of the bd posiflush¿ xs pre-filled flush syringe. There was no report of exposure, injury, or medical intervention.